Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had a defect. The epg passed incoming functional testing. It was indicated that the hanger was broken, and main seal was bulging from the case. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a defect and broken handle. The epg was returned for service. No patient complications have been reported as a result of this event.